Event description:
It was reported that this implantable pacemaker was explanted due to the patient experiencing significant facial swelling and superior vena cava (svc) occlusion. A new device was placed. No additional adverse patient effects were reported.